Event description:
The customer called and reported that the vibrate button was not working on the insulin pump and there was a crack around the base, by the drive support cap. Customer also stated that during the self test, the device would not vibrate. Customer's blood glucose was 275 mg/dl. The insulin pump had been dropped, causing the crack at the bottom. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.